Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-13995n scorpion multifire needle broke during a superior capsular reconstruction on a 58 year old male. The glenoid anchors were placed successfully and the medial row of the speedbridge was placed successfully. The aflex 301 graft was passed through the passport and secured on the glenoid, as well as laterally with the remainder of the speedbridge implants. He then wanted to place side to side stitches to complete the scr, and while placing a #2 fiberwire through the aflex 301 graft, the tip of the multifire scorpion needle broke. The remainder of the case was completed successfully after opening another multifire scorpion needle. He brought the c-arm into the room, and confirmed the tip of the needle was within the graft. He stated that it was secure enough in the graft that it would not cause an issue and finished closing. The case was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.